Event description:
During patient check post-op abdominal surgery, heart rates in 30s. EKG revealed intermittent loss of capture and oversensing. Upon interrogation rv bipolar impedances were greater than 1500 and threshold increased from last check. Reprogrammed rv lead to unipolar and got impedances in 400s and threshold under 1 with appropriate sensing. Physician will closely monitor on hm. Will follow-up in clinic in 4 weeks. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.